Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, customer informed the technical support engineer (tse) that they experienced an issue with a 0-degree endoscope where the image became inverted. The customer proceeded with the surgery using a backup 0-degree endoscope. The customer verified the endoscope and examined the rotational axis of the suspected endoscope. Further troubleshooting was not possible as the surgery was in progress, and it was communicated that a field service engineer (fse) would perform additional troubleshooting later. The user continued with the procedure without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse checked and found just after completing calibration of the 0-degree endoscope that it was rotating automatically at each arm. It was having some internal issues.